Event description:
It was reported that the target lesion was located in the mid circumflex with mild calcification. Pre-dilatation was performed with an unspecified balloon. The 2.75 x 12 mm xience xpedition stent delivery system (sds) was advanced to the lesion without resistance. The sds balloon could not be inflated past 4 atmospheres and was noted to have ruptured. The stent was only partially deployed and during the attempt to retract the sds, resistance was encountered between the sds balloon and the partially deployed stent. A buddy wire was used to help retract the sds balloon from the partially deployed stent. Additional ballooning was then performed with a non-compliant balloon to completely deploy the stent. The stent was confirmed to be adequately apposed. No adverse patient sequela was reported. The procedure was completed with a good result. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The balloon rupture was able to be confirmed. The difficulty deploying the stent and difficulty removing the stent delivery system (sds) could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.